Manufacturer narrative:
Results: one partial sample unit was received for evaluation by our quality engineer team. Upon examination, the piece was determined to be the tip of the catheter tubing. The edge of the tubing was at an angle and was jagged. Although the defect of catheter broken after placement was confirmed, there was not enough physical evidence to confirm or support manufacturing process related issues for the reported defect. The angle and jagged edges may indicate that the catheter tubing was speared by the needle. Dhrs review are required for MDR¿s per CPR 071, a review could not be performed as the part number and lot number were not provided. A search of the qn / sap database could not be done; no lot number was provided for this incident. Received one used very small piece of catheter/tubing from unknown lot number. Only the tip of the used catheter tubing was returned. At the area of separation the catheter tubing edge was at an angle, jagged with little strings/flashing. Measurement: using a 12 inch ruler, measured the length of the catheter tubing; which was approximately 3/8 of an inch in length. The returned used unit provided for evaluation revealed only the tip of the used catheter tubing assembly returned. Conclusions: the defect catheter broke/separated after placement; as stated as the reported code was confirmed with the returned used unit. The customer experience was confirmed based on the evaluation that was performed on the returned unit. It was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Comment: the evidence provided does not confirm that the catheter/adapter was not functioning correctly during the period of infusion. There was not enough physical evidence to confirm or support manufacturing process related issues for the reported defect. The angle, jagged edges with little strings/flashing may indicate the sample have been speared by the needle. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Conclusion: root cause. Relationship of device to the reported incident: indeterminate.

Manufacturer narrative:
FDA notified - yes: the initial reporter also notified the FDA on (date) via medwatch # 5073256. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported an unspecified IV catheter broke in a patient¿s forearm after insertion. The patient reported ¿she could feel something.¿ the incident was presented to a surgeon and surgery was performed to remove approximately 1/4" of the broken IV catheter. No additional medical information was provided.